Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. A manufacturing record evaluation was performed for the finished device 30173907l number, and no internal actions related to the complaint was found during the review. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) year old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Prior to the procedure started, the physician noticed a small pericardial effusion on the transesophageal echocardiography (tee). At the end of the case, the fluid accumulation increased, and cardiac tamponade was confirmed by intracardiac ultrasound. Protamine was given, and pericardiocentesis was performed by the physician to remove an unspecified amount of fluid from the pericardial space. O2 saturation of dark blood obtained with pericardiocentesis revealed an oxygen content 54 and 83%. The patient was reported in stable condition after pericardial drainage and was then transferred to the intensive care unit (ICU) for observation. The patient stayed overnight for observation, the physician commented the patient may require a second night as she developed nausea related to anesthesia. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition related. Transseptal puncture was performed with a bard, regular length transseptal needle. There was no evidence of steam pop during the ablation. Standard flow settings were used with smartablate system at 2 ml during mapping and between 8-15 ml/min depending on the power applied and anterior or posterior position with surpoint. The thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter. No error messages were observed on any biosense webster, inc. Equipment.